Event description:
It was reported that the pt had a device that was post sensed t wave oversensing. The pt received inappropriate therapy. The device was reprogrammed but the physician decided to remove the lead. There were no externalized conductors. The lead and device were explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The lead was returned incomplete and in two pieces so electrical testing was unable to be performed. Damage found is consistent with that occurring at explant. The sensing anomaly could not be confirmed.